Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post non device related surgery, a remote interrogation was peformed. Boston scientific technical services (ts) was consulted and upon review found several inappropriately stored non-sustaiined events due to oversensing of noise. During one of the events it was noted there was pacing inhibition with about two seconds of aystole. The clinciian stated that there was not a magnet placed during the procedure. No adverse patient effects were reported.